Event description:
It was reported that a no disposable clamp tubing alarm. Alarm silenced and settings reviewed. Pump turned off, tubing was clamped and cassette removed. Air noted in line. Tubing massaged and cassette tapped on hard surface. Cassette reattached, pump turned on but alarm returns. Repeated above troubleshooting steps once more but alarm persists. Pump turned off and tubing remains clamped near port site. Patient will call clinic when they open this morning to see if he can go in earlier for his scheduled disconnect today. The pump will be replaced. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.